Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. The customer's blood glucose level was over 600 mg/dl. She lost the transmitter. The customer was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.